Manufacturer narrative:
Product ID: 694765, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product ID: 694765, serial# (B)(4) explanted: (B)(6) 2017. Product ID: d394trg, serial# (B)(4), explanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection that was referred to as "sac bag infected." The right ventricular (rv) lead, left ventricular (lv) lead, right atrial (ra) lead, and cardiac resynchronization therapy defibrillator (crt-d) were explanted. No further patient complications have been reported as a result of this event.